Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery alarm, no rewind anomaly and no motor error alarm noted during test. Motor passed motor test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had motor error alarm. Customer's blood glucose level was unknown. Customer reported that insulin pump lost setting during battery change and also received no delivery alarm. Customer reported that the insulin pump made louder and grinding noise during rewound. Customer declined to report to 24 hours technical support team. Insulin pump will not be returned for analysis.